Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported "that 6 weeks ago doctor determined that patient¿s left implant is ruptured, liquid is emerging, and that doctor explained that this liquid is being absorbed by the body's own capsule.". There is no information if the device has been explanted. This record is for the left side.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual and microscopic analysis of the returned device identified: red an black particles, broken shell with striated edge on radius side, flat creases and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is a broken shell with a striated edge assessed as surgical damage.

Event description:
Device has been explanted.